Event description:
Extreme patient movement during laser procedure and during surgery. It was noted by dr. Ge that the capsulotomy was incomplete. There was a sub-incisional capsular tear, vitrectomy was performed successfully. Approximate age of device: 1 year. Location: ambulatory surgical facility.